Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. Prior to the procedure, a trace effusion was noted in the patient and after the procedure a small pericardial effusion (larger than trace effusion) was noted in the transverse sinus of the patient. A pericardiocentesis was performed. In the physician opinion, the transeptal puncture (tsp) was difficult to visualize and the physician thinks pericardial effusion happened during then. The patient was recovered and discharged the following day. The device is not expected to be returned for analysis.